Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was a therapeutic ureteroscopy. The procedure was completed with a second back-up tower. The device was inspected before use.

Event description:
As reported for this event, during an unknown procedure the device yielded no image. There is no reported harm to the patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. Upon inspection and testing with ltf-vh & ltf-s190-5 scopes, otv-s7h-1na and ch-s190-08-lb video connectors, all video output signals and images were present. The user¿s complaint was not confirmed. However, the video connector latch was causing poor connection to pigtails. The device has an up to date main switch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.